Event description:
It was reported per field service report: symptom - pump momentarily lost all waveforms no display while on pt. Findings/actions taken: pump was switched out with no pt complications. Biomed could not duplicate problem. Front end board was replaced as a precaution and is being returned. The pump is back in service. There was no report of pt death, complications or injury. No medical/surgical intervention was needed. There was a delay or interruption while switching out the pump with no harm to the pt. The pt outcome is okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.